Event description:
It was reported that the patient expired at home alone (unwitnessed) during seemingly normal daily activities. The patient was found by her mother expired on her couch in her apartment. The mother verbally reported to the patient's case worker that the cause of death was copd - bronchial spasms. It was subsequently verbally reported by the patient's case worker that the death certificate lists the cause of death to be a: seizure disorder, b: copd. It was reported that the patient's seizures had been well controlled with vns and medication. It was reported that the patient had other health issues such as chronic pain, psychiatric issues and drug abuse. The patient was cremated after her death and it was reported that her vns device was explanted and likely discarded prior to cremation as it could not be located. Follow-up with the patient's neurologist indicated that the death is not believed to be vns related. The physician confirmed that vns had helped the patient not only with her seizures but also with her profound depression. The physician does not believe the death was sudep related. The physician believes the death was most likely related to the heavy doses of medication the patient was taking which included extreme levels of narcotics as well, as multiple aeds and anti-depressive medications such as cymbalta. It was reported that the patient was compliant with ae medications. The physician stated that the patient's other illnesses, such as organic hypersomnia and sleep apnea, likely played a role in the 's death.

Manufacturer narrative:
.

Manufacturer narrative:
The supplemental report #1 inadvertently did not update this date per death certificate.

Event description:
It was reported that the vns patient passed away from unknown causes the week prior. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not update this date per death certificate. Date of event, corrected data: the supplemental report #1 inadvertently did not update this date per death certificate.